Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient called in because it was taking up to 2 hours to charge the ins from 50% to 100%. The patient said this started about 3 weeks ago and prior to 3 weeks ago, it took the patient about 30 mins to charge the ins and sometimes the ins was as low as 30%. The patient said that they had an excellent connection. Charging speed was checked, and it was set at fastest. The patient was redirected to their healthcare provider to further address the issue. There were no symptoms reported.